Event description:
It was reported that during a routine office visit the site attempted to connect the system controller to the heartmate touch however, it was unable to establish a connection. Connecting to the system monitor was also tried but did not work either. There were no alarms on the controller alarm recall screen. The controller was exchanged without any issues. The new controller connected to the heartmate touch and was able to retrieve information. The exchanged controller will be returned for evaluation. It was also noted that the patient had a bend in their driveline, images were provided. The bend in driveline was being monitored since it was above the modular cable connection.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event associated with a communication issue between the controller and the power module/system monitor was confirmed. The returned system controller, serial (B)(4) was not able to communicate with the system monitor. The conductors of the power cables were tested for continuity and the orange data transmission wire in the white power cable was electrically open. The cable jacket and shielding of the white power cable was stripped revealing a severed orange transmission wire. No other damage was observed. After replacing the power cables, the system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The communication issues between the system controller and system monitor were determined to be caused by conductor breakdown in the data receiving communication wire of the white power cable. The root cause of the conductor breakdown appears to be related to wear and tear due to repetitive flexing during use. The returned controller was almost 2.5 years in clinical use. There was incidental finding of a green substance observed inside the controller on the power cables. No signs of fluid ingress observed on main pcb .the green substance appeared to be a result of accumulated moisture underneath the outer grey insulation that reacted with the underlying shield/construction. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(4)) was shipped to the customer on 03feb2020. Heartmate 3 instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.